Event description:
It was reported that the pump battery would not charge, despite using the correct cable and attempting various outlets and adapters. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to try different outlets and adapters without success, leading to the decision to replace the pump.